Event description:
The surgical technician was unable to remove the staple load from stapler. A new stapler had to be opened.======================manufacturer response for endo gia ultra universal stapler, endo gia ultra (per site reporter).======================